Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed. There is debris on the device, but the anchor shows no signs of a crack or fracture. Based on the condition of the product material found during visual inspection, additional material testing is not required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. Therefore, no further medical assessment is warranted at this time. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a labrum repair, the osteoraptor anchor cracked, however it did not fracture inside the patient. The procedure was completed with a delay greater than 30min using a backup device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).